Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this male patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: a probable temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of peritonitis and transition to hd. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Additionally, it is unknown if the patient was utilizing a fresenius device(s) and/or product(s) when the event(s) occurred. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing peritoneal dialysis (pd) for renal replacement therapy (rrt) have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.